Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm due to the blank display. (B)(4).

Event description:
The customer's parents reported via phone call that the customer went into the pool with his insulin pump today and fell. Customer got out fast but the pump had a button error alarm. Customer's blood glucose was 352 mg/dl. Customer treated with the pump. Customer's father stated that the alarm occurred right after the pump was exposed to moisture. Caller was advised that the pump will need to be replaced. Caller was also advised to revert to back-up plan.